Event description:
The duett pro sealing device was deployed following an interventional procedure via a 6 fr sheath in the right common femoral artery. Following the deployment, the pt experienced pain, absent pulses and an arterial occlusion was confirmed. Treatment consisted of anticoagulation therapy and a percutaneous thrombecomy, but was unsuccessful, ultimately leading to the amputation of the pt's foot.